Event description:
Bard port-a-catheter was inserted by general surgeon for chemotherapy. Approximately four months later, treating oncologist sent patient to hospital radiologist for port-a-catheter evaluation due to pain and swelling with port-a-catheter injection. Verbal report was given to oncologist: fracture of port-a-catheter consistent with "pinch off syndrome". There was a broken port tubing located in the superior vena cava. General surgeon who initially inserted the port-a-catheter saw the patient in his office a week later. During this visit, he notes the need to remove and replace the port after the radiologist retrieves the broken port tubing. The radiologist retrieved the port-a-catheter tubing fragment without difficulty or complications. The patient was discharged home to return the next day for surgical removal of the malfunctioning port-a-catheter and replacement with another port-a-catheter. The patient underwent out-patient surgical removal of the malfunctioning port-a-catheter and a port-a-catheter replacement procedure. There were no complications. Patient was discharged home with instructions to follow up with her oncologist.

Event description:
Bard port-a-catheter was inserted by general surgeon for chemotherapy. Approximately four months later, treating oncologist sent patient to hospital radiologist for port-a-catheter evaluation due to pain and swelling with port-a-catheter injection. Verbal report was given to oncologist: fracture of port-a-catheter consistent with "pinch off syndrome". There was a broken port tubing located in the superior vena cava. General surgeon who initially inserted the port-a-catheter saw the patient in his office a week later. During this visit, he notes the need to remove and replace the port after the radiologist retrieves the broken port tubing. The radiologist retrieved the port-a-catheter tubing fragment without difficulty or complications. The patient was discharged home to return the next day for surgical removal of the malfunctioning port-a-catheter and replacement with another port-a-catheter. The patient underwent out-patient surgical removal of the malfunctioning port-a-catheter and a port-a-catheter replacement procedure. There were no complications. Patient was discharged home with instructions to follow up with her oncologist.